Event description:
It was reported that the system 9600+'s left monitor would flicker and would not hold an image. The system was removed from service. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the high voltage cable was defective with a broken wire. The cable was replaced. The system was tested and found to be working as intended and placed back into service.